Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the contrast and up arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. The bolus button was observed to be torn and was intermittently unresponsive. The bolus button cover was removed and contamination was found. Unrelated to the complaint, corrosion due to moisture was found in the battery compartment. Testing revealed a battery compartment leak. A crack was also observed along the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging intermittent keypad response after exposure to moisture. All keypad buttons are affected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.